Event description:
Olympus was informed that during 5 different colonoscopy procedures, there were problems noted with the referenced device. There was excessive bleeding noted on each of the procedure in which one pt reportedly required two units of blood. The user facility alleged that instead of shearing polyps, there was tearing.

Manufacturer narrative:
Add'l lot # 22k. Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that bleeding was observed during the procedure, but no epinephrine was required. The physician was said to have pushed the referenced device against the tissue. The intended procedure reportedly was prolonged for approx 12 minutes. The physician who performed the procedure was said to have completed his residency approx a year and a half ago and was said to have used boston scientific forceps in the past thus the reported incident might have been technique related. The device referenced in this report was not returned to olympus for eval. The user facility reported had discarded the referenced device. The exact cause of the user's report could not be conclusively determined. This is one of five reports. Please also reference 8010047-2012-00250, 00251, 00252, and 00253. This report is being submitted as a medical device report in an abundance of caution.